Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2021, further described as ¿last week¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) found an amia automated pd set with cassette where "the four lines from the right side of the holder were cut straight across." The hp further advised the lines were "not cut all the way through" and "the bag was uncut" (overpouch). The hp was not connected to the device as this occurred during set up for peritoneal dialysis therapy. There was no report of patient injury or medical intervention reported in associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.